Manufacturer narrative:
Additionally a v40 cocr lfit head 36mm/+5, cat # 6260-9-236, lot code mlhl2h was revised. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The device history review indicated that all devices in the reported lots were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar events for the reported lots the exact cause of the event could not be determined based on the limited information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision of cone conical proximal body due to infection was reported.